Event description:
It was reported that during a stent placement procedure through the right common iliac artery, the patient allegedly experienced dissection in abdominal aorta caused by post dilatation of stent. Reportedly the dissection was treated by implanting a bifurcated endograft system. The patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation. As reported, the stent remains implanted and the delivery system is not available for evaluation. Images were not provided. In this case it was reported by the physician that the dissection was caused by post dilation. Based on the information available there is no indication that the device or a device deficiency may have caused or contributed to the reported vessel injury. The investigation is inconclusive for the reported issue. A definite root cause for the reported dissection of the vessel could not be determined. The reported application represents an off label use of the device. Labeling review: in reviewing the labeling applicable for this product, it was found that the instructions for use sufficiently describes the indication for use of this device. The bard® e-luminexx® vascular stent is indicated for use in the iliac and femoral arteries for: residual stenoses with impaired perfusion (pressure gradient) following balloon dilatation, dissection; detached arteriosclerotic plaque material and luminal obstruction following balloon dilatation; occlusion after thrombolysis or after aspiration and before dilatation; and for restenosis or reocclusion. Stenting of the aorta represents an off label use of the device. However, vessel tear, dissection, perforation, or rupture was found to be addressed to be potential adverse events associated with the use of the bard® eluminexx® vascular stents, which is one of several usual complications of vascular procedures. H10: d4 (expiry date: 01/2023), g3, g4. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device expiry date: 01/2023.

Event description:
It was reported that during a stent placement through right aic, the patient allegedly experienced dissection in abdominal post dilatation of stent. The dissection was treated with a graft and the procedure completed. The patient status was unknown.